Event description:
The pt was treated by a dr (B)(6). The doctor used our ipl system (console item code# ssapx-lc and treatment hand piece item code# sssr5h) on pt's face. The pt received a burn.

Manufacturer narrative:
The sssr5hp handpiece has not yet been returned to ellman for inspection. The doctor thinks the ipl treatment triggered a skin reaction. The pt is being treated by a dermatologist for the burn. According to the doctor, the pt is doing well.